Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, stent damage occurred. The lesion being treated was located in the heavily calcified proximal mid left anterior descending (lad) artery. A 3.00x38 mm promus element was advanced after pre dilatation; however, the device was unable to cross the lesion. A non-bsc catheter was used; however, the device was still unable to cross the lesion. When the catheter was removed, the stent struts appeared opened and twisted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, stent damage occurred. The lesion being treated was located in the heavily calcified proximal mid left anterior descending (lad) artery. A 3.00x38 mm promus element was advanced after pre dilatation; however, the device was unable to cross the lesion. A non-bsc catheter was used; however, the device was still unable to cross the lesion. When the catheter was removed, the stent struts appeared opened and twisted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found that the stent had moved distally on the balloon. The stent was also damaged at both ends. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Kinks were also identified along the entire length hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).